Event description:
It was reported that the lead warning was observed and the lead polarity switched to unipolar. The bipolar impedance was slightly higher than the unipolar impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.